Event description:
A patient who was implanted with sparc sling in 2005 had done well initially postoperatively. On that evening, the patient was noted to have a temperature spike to 101.8. She was subsequently placed on levaquin 500 and gentamicin 240 mg daily. Her platelet count was noted to drop when she had problems with leukopenia and hypotension. It was felt the patient had septic shock and received 4 units of blood. In early 2009, ams received information where patient claims the sparc sling had sharp, ragged edges, it came loose, broke into pieces, and parts of the sling disintegrated. A sharp protusion was apparent on the mesh, and it had adhered to the underlying bowel. The mesh was replaced.